Event description:
It was reported that the 9900 system had a damaged power cord. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.